Event description:
A product liability claim was raised. It was reported that the patient was implanted a zimmer mmc cup on an unknown side on (exact date not reported). Currently, the patient is being monitored due to unknown reasons.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot number were provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).